Event description:
It was reported that the procedure was to treat the distal right coronary artery (rca) with tortuosity, moderate calcification and 90% stenosis. The ht flexiwire contacted the calcified lesion, failed to cross and the tip lost stiffness [broken]. An unspecified device was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.